Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the erbe was providing an error u-02 that would not clear. The technical support engineer (tse) had the site unplug the foot pedal cables and then plug the power cord back in. The erbe powered on, and the error came back. The site power cycled the erbe several times with no change, and they do not have the covidien activation cable to bypass the erbe. The procedure was aborted with no patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) to correct the reported error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found in system logs; a u-02 fault was recorded. Upon visual inspection, a related issue was found. The iesu was tested using the system, and the unit displays repetitive error u-02 at startup and remains stuck on the intuitive splash screen. The u-02 condition prevents access to the system logs. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.